Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'no problem detected'.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. No additional adverse patient effects were reported. This ICD remains in service.